Manufacturer narrative:
(B)(4). 4470 lead, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged during a surgical procedure on the mitral valve. The lead was partially removed. No patient complications have been reported as a result of this event.